Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. Saline was in the pump at 0.048 ml/day. The reason for use was non-malignant pain. It was reported that the patient had water still in their pump and the hcp planned to fill it in clinic at a later date. The patient never had their pump filled and the pump low reservoir alarmed on (B)(6) 2018. The patient them came in sometime later (B)(6) 2019 and wanted their pump filled but the hcp realized it had gone empty. The hcp then performed a dye study and filled the pump with saline. The hcp continued to check the actual vs. Expected volume and believed that the pump was not delivering the saline accurately. The caller is calling to ask if a replacement for this pump would be within warranty and is asking what the calculation is for flow rate accuracy. Caller states she is on her way to meet with the hcp to discuss this patient¿s case. Caller states the patient will not be at the office, so she may not get the logs. Caller states the patient has two managing physicians who do not get along, and that is why she believes the pump went empty due to a lack of communication on who would manage this pump. Caller states she will get more information once she arrives at the clinic. It was confirmed that the therapy was not intentionally discontinued. They reviewed refilling and monitoring for volume discrepancy and efficacy, they reviewed the option of interrogating pump to confirm empty reservoir alarm, and they reviewed the option of aspirating the reservoir. Troubleshooting was not performed due to lack of access to product. There were no symptoms reported. Additional information was received on (B)(6) 2019. The rep was with the patient and the pump is alarming again and they want to silence it for the time being. Caller stated the last time the hcp had filled the pump with saline and programmed the concentration to be 1 mg/ml running at a dose of 10 mg/day and now it has gone empty from that again. Caller wants to know if there is any way they can silence this alarm. They reviewed options to either tricking the pump into thinking it has a reservoir volume so they can update and silence the alarm or to permanently have the pump shut off. Caller stated there are two hcp's managing this hcp so she is not sure what to do and will follow up with them. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the cause of the empty pump was due to the patient not getting the pump refilled. It was reported that the hcp filled the pump with saline and would monitoring the actual and expected residual volumes to determine if the flow rate were accurate. It was unknown if any previous volume discrepancies occurred. No further complications have been reported.